Event description:
New information notes that the device was reprogrammed to address the post-paced t-wave oversensing. However, further episodes of non-sustained lead noise due to post-paced t-wave oversensing were seen. The patient was asymptomatic. Additional programming changes were recommended and the device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy. It was recommended that the physician reprogram the device. The device remained implanted.